Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading from his adc freestyle libre sensor that was subsequently believed to have been erroneously high. It was further reported that on (B)(6) 2018 customer received a reading of 350 mg/dl and self-administered an unknown amount of insulin in response to the reading and subsequently lost consciousness. Paramedics were called and upon arrival treated customer with yogurt and ¿sfat¿ and then transported him to a hospital. At the hospital, a reading of 30 mg/dl was received, customer was diagnosed with hypoglycemia and received unspecified treatment. Customer was discharged the following day. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a reading from his adc freestyle libre sensor that was subsequently believed to have been erroneously high. It was further reported that on (B)(6) 2018 customer received a reading of 350 mg/dl and self-administered an unknown amount of insulin in response to the reading and subsequently lost consciousness. Paramedics were called and upon arrival treated customer with yogurt and ¿sfat¿ and then transported him to a hospital. At the hospital, a reading of 30 mg/dl was received, customer was diagnosed with hypoglycemia and received unspecified treatment. Customer was discharged the following day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Date of event was incorrectly documented in the initial MDR report. Date of event has been updated.